Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results of 66mg/dl, 117mg/dl and 134mg/dl on the subject meter compared to 102mg/dl, 97mg/dl, 115mg/dl, 116mg/dl and 130mg/dl on another meter (accucheck), within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1¿ (08/22/2014), the lay user/patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) /2014 with the following findings: the test strips were tested and the primary complaint could not be confirmed. However, a secondary issue unrelated to the complaint was found where the print on the strip carton was unreadable. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.